Event description:
According to the reporter, during a procedure, the ligasure device was connected to a generator, but it was unable to supply energy/power and sealing could not be performed. There was no re-grasp alert, there was end tone heard and there was no bleeding. Another ligasure device was successfully used with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the jaw wire resistance was very inconsistent. Possible wire damage or faulty connection. It was reported that the device has no seal. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of alarms activation. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.